Manufacturer narrative:
The device was returned and the evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was visually inspected and underwent functional testing: leak testing, clear passage testing, clamp function testing and device to device interaction (simulation of customer¿s use of the device). The sample was determined to not meet product specifications because a leak was identified during the testing. The reported event was verified during the visual inspection and the cause was determined to be damaged tubing, patient line tubing to connector. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the patient line of the homechoice cassette during fill one, patient connected. The leak was coming from the tubing where the patient connector was inserted into the tubing. The patient was provided prophylactic antibiotics. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.